Event description:
The customer reported that there's a hole puncture in the back of the item. Medical intervention was not required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per additional information received, the customer does not believe that there is an actual issue because they have always received this item with holes in the packaging. Their inventory control team has made them aware that this is how each item looks in every shipment that they normally get.

Manufacturer narrative:
A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. All dhrs are reviewed and approved by quality prior to release of product. Photos of the issue as described by the customer were provided. A review of the photos returned shows that the ¿holes¿ indicated are the vent holes required during production. There are two (2) sets of vent holes in the clear plastic bag using a 1/8 inch or smaller hole punch. From a root cause analysis perspective, the product was manufactured correctly with the required vent holes in the plastic wrap around the clamshell holder. The results of the investigation revealed no issues associated with the manufacturing of the product. There are no corrective or preventative actions necessary. Corrected h6 from 1504 to 3189.